Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the refrigerator not working as intended. A field service engineer reattached the remote manger box and reseated latch, cables and interface board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator unexpectedly stopped working, preventing nurses from removing the required medication and causing delays. There were no adverse events or injuries reported based on this even.